Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the yellow level sensor not working properly. It worked on one side of the level sensor tester but not the other. There is a thin side of the tester and a thick side. The level sensor only worked on the thin side. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.